Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to the hospital clinic upon cardiac technician request due to receiving a notification alert. This right ventricular (rv) lead was exhibiting shock impedance high out of range measuring at 126 ohms. Boston scientific technical services reviewed the available latitude data and confirmed the gradual increase in shock impedance measurements and recommended to continue routine follow up. Additionally, the shock impedance limit was reprogrammed. No adverse patient effects were reported. This device remains in service.